Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis. The customer also stated that she was in a coma. Troubleshooting was performed and the insulin pump had the wrong time. The customer realized that having the wrong time would have affected her basal rate delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.